Event description:
The user facility reported that a surgeon received an electric shock on his forearm when it came into contact with a 3085 surgical table; the procedure was completed successfully. Steris has requested additional event and injury information, however these requests have not been fulfilled.

Manufacturer narrative:
The user facility's biomedical personnel inspected the table and found the power receptacle and power cord were damaged, specifically the cord was missing the grounding pin. The table was removed from service and will be repaired by the user facility upon receipt of replacement parts. Photographs provided by the user facility evidence damage to the 240v power receptacle. The table subject of this event was manufactured in 1993 and is maintained by the user facility. The operator manual preventative maintenance schedule states (pp.6-2) "check all cables for damage or fraying (6x/year)." Steris distributer, dta, reviewed the proper maintenance requirements with the user facility.